Event description:
A pharmacist intern reported that an intraocular lens (iol) did not remain in place after implantation. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).